Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: flat creases, brown particles material was found on the shell, missing shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: striated edge on anterior due to surgical damage and smooth edge on the radius due to smooth opening and wear abrasion. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on anterior due to surgical damage and smooth edge on the radius due to smooth opening (four smooth patterns along the same edge.) Missing shell assessed as inconclusive.